Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested help with programming their insulin pump and reported having a blood glucose level of 434 mg/dl. Customer stated that this high blood glucose level was due to not taking any insulin after her dinner. During a follow up call, customer reported being hospitalized for a broken arm and a broken leg. No further information was provided.